Event description:
The healthcare provider reported via the manufacturer representative that the patient had a change in stimulation area. The leads were no longer covering bilateral legs and the patient was getting more rectal coverage. There were no falls or other issues reported by the patient. Reprogramming was able to provide an improvement in coverage and the doctor confirmed via x-ray that the leads had moved. The doctor removed the leads and put new ones in and used a longer connector to add more strain. The issue was resolved at the time of the report.

Manufacturer narrative:
Concomitant medical products: product ID: 978b128, lot#: va2drv1, implanted: (B)(6) 2021, explanted: (B)(6) 2022, product type: lead. Product ID: 978b128, lot#: va2dzf7, implanted: (B)(6) 2021, explanted: (B)(6) 2022, product type: lead . The main component of the system. Other relevant device(s) are: product ID: 978b128, serial/lot #: (B)(4), ubd: 11-jan-2023, UDI#: (B)(4); product ID: 978b128, serial/lot #: (B)(4), ubd: 08-feb-2023, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.